Manufacturer narrative:
(B)(4). Date sent: 12/7/2020. Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: does the surgeon believe that there was an alleged deficiency of the ntlc75 device that cause or contributed to the events that were reported? Yes, surgeon believe the deflect came from sr75. Because the leak is happening on stapler line. What symptoms did the patient present with that led to the re-op? Surgeon informed that patient doesn't doing well and need to re-op. Were there any other issues found other than the necrosis and softness of the tissue? Just necrosis and softness. Were there any issues experienced with the device in the initial surgical procedure? No, surgeon doesn't have issue in staple device on surgical procedure. Has the patient received any chemo or radiation? Not available information what color setting was selected on the device and what was the sequence of the firings? Blue. What anatomical structures was the device fired on? Transverse colon. What device was used to create the common channel? Gia60 or gia80. Medtronic. What was used to close the common opening? Not available information. Was the device difficult to fire? No, the stapler line looks well after firing. How were the post-operative issues identified? Not available information. Were there any issues noted with staple formation at any point throughout the care of the patient? Yes, the first bowel that anastomose by ntlc75 is very healthy but because the leak event, surgeon need to cut more bowel that necrosis in stapler line and anastomosis again. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the general surgeon used the ntlc75 and sr75 3 to small bowel anastomosis after remove ca small bowel. The outcome of stapler line is complete. After the surgery patient has some symptom to re-operative. The general surgeon sees the tissue on stapler is like a necrosis and soft.